Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral popliteal artery using a indigo system cat 7 aspiration catheter (cat7), a lightning aspiration tubing (lightning), a non-penumbra guidewire and non-penumbra sheaths (6fr.,7fr. And 8fr., cordis). It was noted that the physician used a road map method in order to reduce contrast usage as the patient was suffering from chronic renal insufficiency. During the procedure, the physician completed a pass using the 7fr. Sheath and the cat7, then removed the cat7. While re-introducing the cat7 through the sheath, the distal end of the cat7 ovalized. Subsequently, while retracting the cat7, resistance was encountered and the distal end of the cat7 broke off over the guidewire. The physician then upsized the sheath to an 8fr. Sheath. Next, the physician used a snare device through the 8 fr. Sheath in an attempt to remove the broken tip of the cat7; however, the broken tip of the cat7 would not fit through the 8fr. Sheath with the snare around it. The physician then advanced a non-penumbra angioplasty balloon catheter (4 millimeters) into the broken tip of the cat7, inflated it with hand injection and removed the broken tip of the cat7. The procedure was completed using a new cat7 and a new sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem evaluation of the returned cat7 confirmed the device was fractured on its distal end. Further evaluation revealed that the catheter was stretched on its distal shaft. If the device is forcefully retracted against resistance, the device may begin to stretch and may subsequently fracture. Based on the reported complaint, the cat7 becoming prolapsed may have contributed to resistance upon subsequent attempts to retract the catheter. The root cause of the catheter becoming prolapsed could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:mw5106015 the following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report. 1. Section b. Box 3. Date of event h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral popliteal artery using a indigo system cat 7 aspiration catheter (cat7), a lightning aspiration tubing (lightning), a non-penumbra guidewire and non-penumbra sheaths. It was noted that the physician used a road map method to reduce contrast usage as the patient was suffering from chronic renal insufficiency. During the procedure, the physician completed a pass using the 7fr. Sheath and the cat7, then removed the cat7. While re-introducing the cat7 through the sheath, the distal end of the cat7 ovalized. Subsequently, while retracting the cat7, resistance was encountered and the distal end of the cat7 broke off over the guidewire. The physician then upsized the sheath to an 8fr. Sheath. Next, the physician used a snare device through the 8 fr. Sheath in an attempt to remove the broken tip of the cat7; however, the broken tip of the cat7 would not fit through the 8fr. Sheath with the snare around it. The physician then advanced a non-penumbra angioplasty balloon (4 millimeters) inside the cat7 and inflated with hand injection to remove the broken tip of the cat7. The procedure was completed using a new cat7 and a new sheath. There was no report of an adverse effect to the patient.